Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. (Same patient, same event, different products) other mfg report number: 3013886523-2022-00024. A physician reported a certas valve and a hakim peritoneal catheter were implanted due to sah (subarachnoid hemorrhage) via l-p shunt on (B)(6) 2021, with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The set pressure was lowered to 1, and the patient was transferred to (B)(6) hospital on (B)(6) 2021. After the transfer, the CT scan showed hydrocephalus symptoms, so the patient returned to the facility on (B)(6) 2022. Abdominal CT showed no apparent bending or tearing of the shunt. Shunt system obstruction was suspected, therefore the valve and catheter were removed on (B)(6) 2022.

Manufacturer narrative:
The peritoneal catheter (ID 823045) was returned for evaluation. Failure analysis - the catheter was irrigated with no occlusions noted. No root cause could be determined for the issue reported by the customer as no occlusions were found with the catheter. The possible root cause for the issue reported by the customer could have been to biological debris and protein build up interfering with the catheter, but at the time of investigation no occlusion issues were noted.